Manufacturer narrative:
One cadd®-legacy plus pump was received for investigation. A visual inspection revealed the device to be damaged. There was no evidence of the reported problem in the event history log. Testing was performed and on powering up the pump with a cassette attached, the pump alarmed "no disposable, pump won't run". Visual inspection found the downstream occlusion nub missing, rear housing damaged, lens scratched, and battery door broken. A root cause for the alarm could not be determined.

Event description:
It was reported that a cadd®-legacy plus pump exhibited a "no disposable" alarm. No injury was reported.